Event description:
Complainant alleged that while treating a pt (age & gender unknown), the device shocked the pt once and the displayed a "low battery" message. The battery was then changed and the device displayed a "low battery" message again and then shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.